Event description:
Noise on the lead resulted in device charging and aborted therapy. This lead was capped on (B)(6) 2011 and replaced. Should additional information become available, this event will be updated.